Event description:
It was reported that a patient was injured from the use of a non-synthes nail system to treat a right pilon fracture sustained in (B)(6) 2012. Following the fracture the patient underwent a right open reduction internal fixation (orif) of the tibial plafond, right orif of the fibula and removal of external fixator of the right ankle. It was reported that on or about (B)(6) 2013 the patient's physician notified her that the distal and fibular fracture fixation had failed. The medial tibial plate fractured at the level of the third screw from the top. Consequently, on or about (B)(6) 2013 the patient underwent removal of the hardware implanted in (B)(6) 2012 in her right ankle, percutaneous fixation of the right tibial plafond, percutaneous fixation of the right fibula and irrigation and debridement of the right ankle 20 x 10 cm excisional skin and subcutaneous tissue bone. On (B)(6) 2013 the patient underwent a right arthrodesis, right subtalarthrodesis and a femoral neck allograft with a tibial autograft. Additionally a non-synthes nail and various screws and pins (both synthes and non-synthes product) were implanted into the right foot and ankle of the patient on this date. On or about (B)(6) 2013 the patient heard a loud popping noise while she was walking that emanated from her right ankle and foot. The following day, the patient experienced immense pain and discomfort from her right ankle and went to the emergency room. On (B)(6) 2013 x-rays and a CT scan suggested possible fracture of the non-synthes nail and on (B)(6) 2013 the CT scan indicated that the non-synthes nail used for fixation in the patient's right ankle was partially broken. The non-synthes nail was cracked distally at the lateral margin of the most cephalad of the distal interlocking screw holes. It was confirmed by doctors on (B)(6) 2013 that the non-synthes nail had fractured and failed. Patient has undergone further surgeries and suffers from limited range of motion, residual pain and discomfort in the right foot, ankle and leg. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown quantity of unknown screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.